Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the procedure, during a procedure, on the fourth firing, the clip was not filed. Firing was able to be performed as usual on the second firing and the third firing. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with sixteen clips remaining. No visual abn ormalities were observed. The handles were cycled the pusher bar did not advance. The instrument was disassembled, and the ratchet assembly and pusher bar were found to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.